Event description:
It was reported that the customer's reservoir and infusion set had occlusions in the form of air bubbles. The customer's blood glucose level was 223 mg/dl. Standard troubleshooting was performed. The customer was advised to deliver a prime until the air bubbles were removed from the reservoir then to change her insulin infusion set. The customer was also advised to store her insulin at room temperature. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).